Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a clearlink set in which the set would not prime when in piggyback setup. There was an alaris set used with an alaris pump; the nurse was attempting to prime the baxter secondary set by lowering the set along with it's unknown attached bag. The medication being administered was not identified. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.